Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 19.0d preloaded injector on (B)(6) 2015. When handling the rod of the device, the rod overrode the lens and the lens became blocked. The tip of the nozzle was inserted in to the eye but the lens was not implanted. Patient contact.

Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4) - no consequences or impact to patient. (Rod overrode lens). Device evaluated by the manufacturer? No. Device was not returned. Evaluation method: work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion: evaluation is in progress. (B)(4).